Manufacturer narrative:
The customer reported that the bsm (bedside monitor) intermittently goes into a white screen. Specifically, it will turn on and after about 30 minutes or so the screen will go white each time. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed, the lcd screen works intermittently. The lcd assembly was replaced to resolve the issue. Tested and completed all steps in the maintenance check sheet per the service manual. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) intermittently goes into a white screen. Specifically, it will turn on and after about 30 minutes or so the screen will go white each time.